Manufacturer narrative:
Per tandem's user guide: check that the grams of carb are entered in the correct location on the screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered blood glucose (bg) value in the carbohydrate field when requesting a bolus. This caused the customer's bg level to decrease to 43 mg/dl. Customer received assistance and was provided with soda to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.